Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 455 mg/dl and a high ketone identified as dangerous by healthcare provider. Reportedly, the customer ran out of insulin while driving. Additionally, the customer was filling cartridges from an insulin pen instead of a vial. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.